Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The root cause of the problem reported was likely due to the biological debris found on the ruby ball, on the seat of ruby ball, on the spring, on the cam mechanism pillar, on the cam mechanism, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Customer reported that during surgery, it was found that the codman shunt had separated at the siphon guard and was not working. No trauma proceeding valve failure. The shunt was replaced.